Event description:
It was reported that patient presented for an implant procedure. It was noted that there was loose or intermittent connection when the right atrial lead was connected to the header of the pacemaker and the lead dislodged. When the physician repositioned the lead, it was unable be to be removed from the set screw of the header. The pacemaker and the lead were not used and replaced during the procedure. The patient was stable.

Manufacturer narrative:
Correction: section g2 - the report source should have checked with "distributor".

Manufacturer narrative:
The lead was returned due to dislodgement. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies. All tines were intact and undamaged.